Event description:
During treatment for a splenic artery aneurysm, a 7 fr sheath was used to advance a 7x10 viabahn device over an .018 guidewire. Reportedly, a small leak was noted near the aneurysm, and pt's anatomy was very tortuous. The introducer sheath was pushing against the aneurysmal wall during advancement of the viabahn device. Reportedly, both the introducer sheath and viabahn device 'popped' through the aneurysm sac. The viabahn device was deployed instead of attempting withdrawal through the vessel. An angiography showed the deployed viabahn device was in the retroperitoneum. To control the bleeding the physician placed coils within the aneurysm sac. The pt was transferred to a hospital for a surgery conversion. The viabahn device was removed. It was reported the pt lost several units of blood.

Manufacturer narrative:
A review of the manufacturing records verified the device met pre-release specifications.